Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date of event. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of angina is listed in the xience xpedition instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was admitted to the hospital for chest pain. One 2.5x28 mm xience xpedition stent was implanted in the 90% stenosis in the proximal left anterior descending coronary artery. The patient was discharged on (B)(6) 2014. In (B)(6) 2018, the patient was re-admitted to the local hospital for chest pain. The electrocardiogram and other examinations indicated that the patient had tricuspid valve reflux which was treated with medication. The condition improved and the patient was discharged. In the opinion of the physician, the device relationship to the event is unknown. The patient is in good condition. No additional information was provided.